Event description:
It is reported that during the provisional surface insertion, the rim of the tibia provisional broke off.

Manufacturer narrative:
Evaluation summary: the provisional exhibits significant damage in the form of gouges, nicks, and scratches. The fractured section of the rim, as well as the crack in the anterior surface of the post, is indicative of an impact force applied to the rim. Due to repeated autoclaving, the condition of the part appears to be a result of normal wear and tear. Evaluation: the instrument has a potential field age of almost 5 yrs. Device history records indicate all components were manufactured and inspected to specification.